Manufacturer narrative:
No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported while using unspecified bd conventional pen needle the needle was not working. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported voice message caller 1 out of 5 pen needles not working.

Event description:
It was reported while using unspecified bd conventional pen needle the needle was not working. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported voice message caller 1 out of 5 pen needles not working.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.